Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer, guided by technical support, followed multiple steps including adjusting the tubing and delivering boluses, but the occlusion alarm recurred. Ultimately, the occlusion was due to a blockage in the cartridge, and the customer resolved the issue by changing supplies and resuming insulin therapy.